Event description:
The customer reported a battery charging / charging board problem. The local philips rep subsequently clarified that the device would unexpectedly shutdown, when powered by a known good battery. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a battery charging / charging board problem. The local philips rep subsequently clarified that the device would unexpectedly shutdown, when powered by a known good battery. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.